Event description:
Complainant alleged that while treating a patient, the device intermittently shut down when the front panel control buttons were pressed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.